Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during episodes of atrial tachycardia (at)/atrial fibrillation (af). Additionally, the right ventricular (rv) lead exhibited potential t-wave oversensing (twos). The sensitivity of both leads was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.